Manufacturer narrative:
(B)(4). Batch # p92e76. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the "clips were unformed with the other device" were they fired from the device? Or were unformed clips dropping from the jaws of the device without being fired? The clips were fired but not formed properly.

Event description:
It was reported that during a laparoscopic unknown surgery, the clips were unformed. The device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.